Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had compromised force sensor system alarm. Customer also states that insulin was squirting out during the manual prime process. Customer states they are unable to exit the preparing to prime loop. The customer¿s blood glucose level was 190 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, unit alarmed a33 during basic occlusion test due to faulty force resistor sensor (gold). Unable to perform prime test, occlusion test or excessive no delivery test due to compromised forced sensor system alarms.